Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock therapy while exercising. The physician optimized device programming afterwards and the ICD remains in service at this time. No additional adverse patient effects were reported.